Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix would not extend. The ra lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lead was received with the helix fully retracted, and distortion of the distal conductor within the connector. The distal conductor of the lead was extrinsically over-rotated. This is indicative of the connector pin being turned an excessive number of times during helix retraction. A visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.